Event description:
Patient reported left side "severe" breast pain. No indication of treatment or surgical reoperation. Patient later reported capsular contracture, baker grade unknown and rupture confirmed. Device remains implanted.

Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on [07/17/2014]. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 17jul2014. Additional, changed, and/or corrected data: b5, b6, d6b, g2, h6.